Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple power source alerts occurred. Customer's blood glucose level was 180-181 mg/dl. Customer's pump successfully started charging after leaving the pump to charge for 20 minutes.